Event description:
N/a

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit noise seems to be caused by the front fan, and the rear battery indicator blinks sometimes. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, e1(initial reporter), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 additional information: e1(event site state: 07, event site postal code: 07012) it was reported that cardiosave intra aortic balloon pump(iabp) fan noise - noise seems to be caused by the front fan, apart from that the rear battery indicator sometimes flashes.no patient involvement. A getinge field service engineer (fse) check that the tube that holds the vacuum filter is loose and rubbing against a fan, adjusted the filter and check for correct operation. Also fse confirms no problems with battery, battery was ok. Equipment suitable for clinical use.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit noise seems to be caused by the front fan, and the rear battery indicator blinks sometimes. There was no patient involvement reported.